Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult powerglide insertion was confirmed and the cause was manufacturing related. The product returned for evaluation was three 18ga x 10cm powerglide pro midline catheter assemblies. All three were received in their original sealed packages. Microscopic inspection of all three devices revealed irregular catheter tips. The catheters flared away from the needle shafts, resulting in rough transitions between the needles and catheters. The rough transitions were caused by irregular catheter tips. It appeared that the catheter tips were not formed properly during device manufacture. Photographs of the device have been forwarded to the manufacturing site for further evaluation. A lot history review (lhr) of redy1611 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported 3 PICC nurses had the same experience with the same lot number/device. All 3 nurses are noting they are able to access the vein and thread the guidewire but the catheter will not deploy and bunches up under the skin. This report addresses the first of three devices.